Event description:
New information received on jul 2, 2019, indicates that the patient presented for a lead revision. The lead was explanted and replaced. The patient was stable before, during, and after the procedure.

Event description:
Related manufacturer reference number: 2017865-2019-10573. New information received on jul 2, 2019, indicates that the physician explanted and replaced the device. It was believed that the device could have contributed to the noise.

Manufacturer narrative:
A complete lead was returned in one piece for analysis. Visual inspection of the lead found an external insulation at 15.8-15.9 cm from the pin consistent with lead friction to the device can. This is consistent with the observation from the field of noise.

Manufacturer narrative:
The supplemental report submitted on jul 8, 2019 in manufacturer report number: 2017865-2019-09814. The date received by manufacturer should have been jul 2, 2019.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with noise on the right ventricular lead. No resolution was reported, and the patient was stable.